Event description:
The co was notified on (B)(6) 2011 of a carbomedics prosthetic heart valve (cphv). Reduced aortic model (r5-025, size 25 mm, s/n (B)(4)) that was removed during implantation due to the breakage of a leaflet. Reportedly, after suturing the valve 2/3 of the way to the annulus, the doctor pushed the sewing ring at the noon coronary cusp to the annulus. At this point one of the leaflets broke on 12 large pieces and one small piece. The device was removed and the leaflet fragments were retrieved. Another unspecified device was implanted without incident.

Manufacturer narrative:
Device evaluated by MFR. The device was received at the mfg facility on (B)(4) 2011 and the investigation is underway. Gross examination confirmed that one leaflet had fractured and the three reported pieces of the leaflet were forwarded to the co for eval. Evaluation method: a review of the device history record was completed. Results: the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release.